Manufacturer narrative:
Results: investigation summary: no complaint sample was received for investigation. However, a photo was received and the reported defect of broken catheter was confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7109227. A root cause could not be determined as an actual sample was not received.

Event description:
It was reported a nurse inserted a bd pegasus¿ closed needle protection IV catheter system in a (B)(6) year-old patient's great saphenous vein. The nurse reported after 28 hours, he/she found the broken catheter pulled out of the patient and laying on his/her clothing. There was no report of injury or medical intervention.